Event description:
It was reported that (1) hp052 was used during a laparoscopy procedure. It was reported by the rep that the luke handpiece keeps locking out. It is unknown how the case was completed. There was no consequence to the pt.